Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment, crossing difficulties occurred. The lesion being treated was located in the severely tortuous and severely calcified circumflex artery. The 2.75x24mm taxus liberte stent delivery system (sds) was advanced too, but was unable to cross the target lesion. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as "stable". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: product analysis was unable to verify the reported difficulty crossing the lesion. Product analysis found that the hypotube was broken 4.5cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. Visual and tactile inspection of the remainder of the sds revealed no other damage or irregularities. Magnified inspection of the stent implant identified flared, stretched and buckled struts throughout the length of the stent. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).